Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm start dose, discontinued, route, frequency not reported), amikacin injection (500 mg start dose followed by 100mg per bag, intraperitoneal, ongoing, frequency not reported), imipenem injection (1gm in one bag per day, intraperitoneal, discontinued) and ticarcillin clavulanic acid injection (2.25mg per day, ongoing, route not reported) for the event. A day after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.